Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator had a leakage from o2 hose. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
This failure occurred during connecting the o2 hose and air hose to the ventilator, before connecting the ventilator to a patient. This situation is not-safety related, the issue will be noticed before use and appropriate measures taken. O2 hose and air hose are connection of the gas supply from hospital central gas supply (or from gas cylinders) to the system's gas inlet nipples. Issue investigated herein was solved by replacement of the o2 hose and air hose. The device passed all performance tests and has been returned to clinical use. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to o2 and air hoses.

Event description:
Manufacturer's ref. #: (B)(4).